Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer nurse reported via phone call that they were hospitalized on (B)(6) 2018 on between midnight and 7 am due to a high blood glucose level of over 700 mg/dl, the customer's current blood glucose level 280 mg/dl and 280 mg/dl at time of incident. Customer experienced symptoms related to their high blood glucose nausea, vomiting, headache. The customer was wearing the insulin pump at the time of admission. The drive support cap appears normal (slightly indented). The customer treated for high blood glucose was insulin drip and admitted to hospital. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08750 inches. Unit was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratches on lcd window.